Event description:
It was reported that the patient¿s implantable neurostimulator (ins) system was explanted due to an infection. Specifically, the primary location of the infection was the ins pocket in the lumbar region with the date of onset/diagnosis was noted as (B)(6) 2015. Peri-operative antibiotics were administered. The patient did not have meningitis. Reported patient symptoms included redness, swelling, drainage, pain, incisional wound opening, and erosion of the pocket. A culture of the device pocket grew (B)(6). The patient was given IV antibiotics as a treatment. The patient was reported to be in the hospital recovering from the explant procedure and their outcome was reported as ongoing. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Event description:
Additional information received reported that one doctor would implant the leads and a different doctor would implant the implantable neurostimulator (ins) at the pocket site. The cause of the infection was being investigated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a175, serial# (B)(4), implanted: 2015-(B)(6), explanted: 2015-(B)(6), product type: lead. Product ID: 977a175, serial# (B)(4), implanted: 2015-(B)(6), explanted: 2015-(B)(6), product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).